Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event; date explanted; initial reporter; there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-03896 and 03897).

Event description:
It was reported by the patient that they underwent an initial total hip arthroplasty on (B)(6) 2001. Subsequently, patient reports a revision on an unknown date due to patient allegations of cobalt chromium poisoning. Patient indicated that a ceramic head was implanted during the revision procedure. No further information has been provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.